Manufacturer narrative:
Per regulation (EU) (general data protection regulation), patient identifiers should not be collected or recorded or shared with any third parties; therefore, the information is not provided. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a capsular rupture od (right eye) caused the removal of the intraocular lens (iol). No further information was provided.

Manufacturer narrative:
Additional information: section b5 - describe event or problem: initially it was reported that a capsular rupture od (right eye) was caused by the explant/ removal of the lens. Through follow-up we learned that the capsule tear was not caused by a jnj device. The lens had been prepared and was ready for implantation but there was no patient contact when the issue occurred. Therefore the reported issue is no longer considered to be reportable. There will no longer be any further reporting under MFR report number (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted